Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as june of 2025.

Event description:
It was reported by the patient that the 72r electrodes take some skin off when she removes them. She also has issues with many band-aides and products used during the surgery. The patient does not use any creams on the irritated skin. She advised that because it hurts when removed she wears each set of electrodes for 4 days, and has 4 locations on her back when she rotates. The patient stated that each irritated spot takes about one week to heal. The patient is comfortable with this routine because she has dealt with skin issues for a long time and her focus is healing her bones. 63b electrodes were shipped to the patient. Patient was advised to test the 63b electrodes on her arm before sticking them on her back. No further consequences are reported. There was no product returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, d2: product code. Additional information in b5, g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends

Event description:
It was reported by the patient that the 72r electrodes take some skin off when she removes them. She also has issues with many band-aides and products used during the surgery. The patient does not use any creams on the irritated skin. She advised that because it hurts when removed she wears each set of electrodes for 4 days and has 4 locations on her back when she rotates. The patient stated that each irritated spot takes about one week to heal. The patient is comfortable with this routine because she has dealt with skin issues for a long time and her focus is healing her bones. 63b electrodes were shipped to the patient. Patient was advised to test the 63b electrodes on her arm before sticking them on her back. No further consequences were reported. The 72r electrodes were not returned for further evaluation.